Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. All keypad buttons were intermittently responsive during testing. Investigation revealed that all button key contacts do not spring back as expected, and require excessive force to obtain a response. There was evidence of keypad contamination found under all key contacts. It was observed that the ok keypad button contact was misaligned.

Event description:
It was reported that the keypad buttons were intermittently unresponsive. A family member reported that the keypad buttons have become intermittently unresponsive and require excessive force to obtain a response over the past week. She noted the buttons feel flat and hard, and do not spring back as expected. The family member denied physical damage to the rubber keypad; denied exposing the pump to water and cleaning products; and stated that the patient wears the pump in his pant's pocket or attached to his waist with a clip.